Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013. Max lv pace impedance rises from an approximate baseline of 550 ohm to greater than 4000 ohm the week ending (B)(6) 2013.

Event description:
It was reported that there was high impedance and possible fracture on the lead. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.